Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the menu button on the infusion device does not function correctly and the protective rubber is damaged. No adverse event was reported. The alleged product was requested for evaluation.